Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure on (B)(6), 2010. According to the complainant, during the withdrawal of the device, the needle would not retract. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient was reported to be in stable condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.